Manufacturer narrative:
Complaint 18-12 retrospective filing received 1 rk and 18 loose pieces for evaluation. Received customer pictures. A check of quality records shows no deviations. Samples were tested, according to gbo standard testing procedures, with regards to correct assembly, level mark, filling level, and draw volume according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled and had the correct fill guide line position. Greiner fill mark provides a visual control opportunity for the phlebotomist and for the lab personnel to check for proper volume collection of specimen. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. No over fills could be observed on the samples. The alleged malfunction could not be confirmed.

Event description:
Customer advises the tubes are overfilling and reports that the level sensor of the immucor echo is giving them an alarm when the probe attempts to aspirate the plasma sample in the tube. When this occurs the immunor echo stops the analysis on the tube, waits while the other tubes on the same rack finish their testing, and then the customer will manually pipette-out some plasma sample from the tube to begin reprocessing the specimen.